Event description:
Perforation was reported during implant attempt causing cardiac tamponade. The patient was under evaluation and recovered without consequences.

Manufacturer narrative:
No medwatch form was received.